Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: no known consequence reported. Device code: no known device problem reported. The event is currently under investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 24apr2018 as follows: pt allegedly received an implant on (B)(6) 2008 via jugular access due to deep vein thrombosis with inability to anticoagulate. The first implanted filter (mfg:1820334-2018-01591) on (B)(6) 2008 was malfunctioned (failed to open) therefore this second filter was implanted on the same day ((B)(6) 2008). Pt alleges vena cava perforation, device unable to be retrieved. Pt further alleges initial filter unable to be retrieved and left in place, struts from second ivc filter have perforated the ivc wall, post implant deep vein thrombosis, constant pain and discomfort,anxiety, mental anguish, stress.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation: vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported dvt or anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Evaluation - no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury.

Event description:
The patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.